Event description:
The facility representative reported a flogard infusion pump that displayed a 27 failure code. It is unknown at which process step and the care area that this event occurred. There was no patient involvement, injury or medical intervention related to the reported event. No additional information is available.

Manufacturer narrative:
(B)(4). The initial evaluation confirmed the reported condition. The device was serviced at the customer site. Upon completion of investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 27 was confirmed during device evaluation. The slide clamp assembly was found to be damaged. The slide clamp assembly was replaced to fix the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.